Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced elevated blood glucose levels, reaching 275 mg/dl. The patient indicated that they had eaten a banana about an hour prior, which may have contributed to the increase. During the 12-minute call, the patient¿s blood glucose decreased to 245 mg/dl, demonstrating that the pump was delivering insulin appropriately. The patient did not use any backup therapy, perform ketone testing, or receive any professional medical intervention. No immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.